Event description:
A healthcare facility in new zealand reported that the cannula of an ojr414 optiflow junior 2 nasal cannula was found to be broken during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint cannula confirmed that the tube was detached from the swivel grip. Glue was visible on the detached end of the tube to an acceptable depth. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by the tube being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions also contains the following general cautions: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).